Event description:
During an incident in another country in 2003 involving a male patient, this defibrillator prompted "check electrodes" 4 times during patient treatment and experienced artifact at the end of treatment as shown on the incident printout. The patient died. It was reported that patient outcome was not affected by the use of this defibrillator.

Manufacturer narrative:
As received at lmas, the defibrillator in question did not have its patient cable fully inserted into its patient cable connector and in this condition, movement of the cable caused "check electrodes" prompts and artifact. The patient cable was fully inserted and proper operation for patient treatment was verified. This testing verified the unit's impedance detection circuit and ability to treat a rhythm. The hs3000 operating instructions provide periodic and after use checks to ensure the device is ready for use when an emergency occurs. The recommended inspection includes steps that would discover the incomplete connection of the patient cable if they had been performed. Also, the troubleshooting section describes steps to follow should a "check electrodes" message (patient contact problem), be experienced. Following these steps would discover the loose connection.